Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's daughter they are trying to change out the set. The customer held the button down and they did not see drops. Customer woke up saying it was beeping, treated with 14 units before he took out the reservoir. Customer also encountered low blood glucose of 90mg/dl, treated with juice. The customer's blood glucose was 203mg/dl. Minutes later his blood glucose was 166mg/dl.